Manufacturer narrative:
A replacement glidescope bflex 5.0 bronchoscope and a glidescope core quickconnect cable were provided to the customer. The bflex 5.0 bronchoscope used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bflex 5.0 bronchoscope and could not confirm the reported "no image" issue. When the customer's glidescope bflex 5.0 bronchoscope and glidescope core quickconnect cable were connected to a known, good, test glidescope core 15-inch monitor, the video image was normal in both the a and b ports. The technical service representative reversed the connection and repeated the test with the same results; no problems found. The camera image quality test was performed and passed. Since replacements were already provided to the customer, the bflex 5.0 bronchoscope and core quickconnect cable used in the procedure were scrapped. The customer's glidescope bflex 5.0 bronchoscope and a glidescope core quickconnect cable were forwarded to verathon canada for further investigation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
A replacement glidescope bflex 5.0 bronchoscope and a glidescope core quickconnect cable were provided to the customer. The bflex 5.0 bronchoscope used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bflex 5.0 bronchoscope and could not confirm the reported "no image" issue. When the customer's glidescope bflex 5.0 bronchoscope and glidescope core quickconnect cable were connected to a known, good, test glidescope core 15-inch monitor, the video image was normal in both the a and b ports. The technical service representative reversed the connection and repeated the test with the same results; no problems found. The camera image quality test was performed and passed. Since replacements were already provided to the customer, the bflex 5.0 bronchoscope and core quickconnect cable used in the procedure were scrapped. The customer's glidescope bflex 5.0 bronchoscope and a glidescope core quickconnect cable were forwarded to verathon canada for further investigation. A verathon electrical engineer located in the verathon medical ulc office in canada evaluated the returned glidescope bflex 5.0 bronchoscope and glidescope quickconnect cable but also were unable to reproduce the reported issue. Verathon has completed its investigation of the reported dark image issue for the combination of the glidescope 15-inch monitor in conjunction with a glidescope bflex single-use bronchoscope in CAPA-2021-0003. Measurements of the analog video signal were taken when a dark image was displayed. The analog video clock signal timing was observed to be delayed, resulting in the transmission of the dark image. A design review was conducted, the delay was determined to be result of two resistor sets in the bflex receptacle. Improving one or both resistor sets was shown to reduce or eliminate the instances of dark image. Verification samples were produced with the component improvements made on the bflex receptacle, design verification was completed, and an engineering change order (eco) was released to implement the changes. As part of the investigation a post launch risk assessment (plra) was performed. The plra determined that the observed severity and probability of occurrence for this failure mode were in alignment with the predicted severity and probability of occurrence. During the plra, complaint data was reviewed. In all instances the user completed an unplug/plug sequence to restore functionality or switched to a backup device to complete the procedure. No adverse events were reported. Based on this review of the system risk assessment and the complaint data no additional action is required, verathon will continue to monitor for trends. All forward production incorporates this change.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope bflex 5.0 bronchoscope, the screen went dark. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.